Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 17218249 model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 16996168 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to the patients lead that had high impedances. The patient was doing well postoperatively. The explanted device components were not returned by the medical facility.